Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection, the cardiosave intra-aortic balloon pump (iabp) unit did not pass user inspection, as safety disk leak 2 pneumatic module leak test did not pass. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) can reproduce the reported failure and stated all tests were conducted and the safety discrepancy did not pass. Fse replaced the safety disc, screw kit, backup alarm battery, tidal disk, scroll compressor, 100 micron filter, 1/8 filter (safety disk, drive side, tidal volume disk, compressor scroll, muffler micron , exec processor board, touchscreen, o-ring. Calibration based on service manual, system function test implementation test and safety.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(sevent site postal code - 0030027, event site state - 01), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, investigation conclusions), h10, h11. A getinge field service engineer (fse) can reproduce the reported failure and stated will return it after replacing 12 parts. The service details are not provided. No ptient involvement. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : no repair information.

Event description:
N/a.